Manufacturer narrative:
Device analysis summary: visual analysis of product indicates no defect observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had the needle come off while injecting. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.